Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular exhibited infection with sepsis. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) and right atrial (ra) leads were explanted. The rv lead tip was fractured and was partially capped. There were no adverse patient effects reported.